Event description:
The following has been reported: minor pump problem. A preliminary review of the device log files identified sensor hardware failure (ambient sensor). The device was returned for evaluation. Upon return, the device displayed a minor pump problem alarm. The unit was investigated internally and fluid ingress damage was identified along the bottom connection between the rear housing and handle. This oxidation damage extended to the ambient sensor but no other pcba has signs of damage. The handle, rear housing, and rear housing o ring will be replaced due to oxidation damage. The ingress did not cause any oxidation beyond the rear housing and handle. Reporting as a conservative measure due to the fluid ingress identified during investigation. No adverse effects were reported.